Event description:
Pt revised due to market withdrawal. This info was forwarded to the co from the pt hotline. Their records do not indicate when sulzer orthopedics us was notified of the pt's revision.